Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after cholesteatoma surgery held 3 weeks ago, the patient no longer received any benefit from the vorp middle ear implant implanted in her left ear. It was also reported that damage to the conductor link had occurred.